Event description:
During service device powered on with a fail code of 812:02. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.